Manufacturer narrative:
The battery cap has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging a power (damage) issue; the battery cap reportedly did not secure to the pump properly. The yellow o-ring on the battery cap was visible when on the pump. There was no damage to the battery cap or the battery compartment. The subject battery cap is not being returned for investigation because the user discarded it. There was no indication that this issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.